Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the implantation of a right t2 alpha retrograde nail, the nail came off the jig, resulting in stripped threads. A second instrument was obtained from another hospital. Surgery was completed successfully with a delay of approximately 150 minutes.

Event description:
It was reported that during the implantation of a right t2 alpha retrograde nail, the nail came off the jig, resulting in stripped threads. A second instrument was obtained from another hospital. Surgery was completed successfully with a delay of approximately 150 minutes.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. Please also note the correction to h6 method codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. It was alleged that the connection of nail, nail holding screw and nail adapter had separated ¿during the implantation¿. Further, it was reported ¿a second instrument was obtained from another hospital¿. Whether the initial nail holding screw had been securely tightened with the applicable t-handle was unknown and no further details will be provided due to hospital policy. Nevertheless, it was successfully completed with a spare part from another hospital which resulted in a delay in surgery as no backup device was present at the time of reported ¿the nail came off the jig¿. The labelling points out to repeatedly check the connection between the implant and the instrument to ensure precise positioning and secure fixing. Furthermore, as pointed out under section pre-operative it needs to be ensured before the surgical procedure that all components prepared for the procedure function correctly with each other. No discrepancies were reported for pre-functional check. Finally, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.